Event description:
It was reported that the patient came into the clinic with no right ventricular lead capture and low impedance in the bipolar configuration. The patient had been previously set at unipolar with an acceptable threshold and impedance. The caller was asked to let the physician know that this scenario may indicate inner insulation problem. The lead remains in use at this time but reprogramming is planned. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.